Event description:
Additional information was received that provocative testing was performed and the noise was reproducible. The lead was capped and replaced to resolve the event.

Manufacturer narrative:
The estimated implant date is in 2022.

Event description:
During a remote follow-up, noise that resulted in over-sensing and pacing inhibition was observed on the right ventricular (rv) lead. The patient is pacemaker dependent. No intervention has been performed, although a lead replacement is anticipated. The patient is stable and will continue to be monitored.